Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck in the saf sheath. The md removed the iab and the saf sheath as one unit. Another iab was prepped for insertion. The second iab was inserted through a second saf sheath into the same insertion site as the first iab attempt. The second iab insertion was successful. There was no reported of pt death or injury. Medical/surgical intervention was not required. The delay in therapy is listed as "just the amount of time it took to exchange the saf sheath and insert the second iab." There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.